Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, when this device was connected to the chronic right atrial (ra) lead, the pacing impedance was low and out of range. The physician elected to leave the ra lead implanted as the patient is in chronic afib and this lead is no longer required. Boston scientific technical services (ts) discussed programming feature that will automatically switch from ra to rv when and out of range impedance measurement occurs on the ra. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received stating pacing impedance measurements are still less than 200 ohms on the atrial channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.